Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing a flexible ureteroscopy procedure on a patient and the tip of ncircle tipless stone extractor basket broke during use. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use, and specifications, and visual inspection and functional testing of the returned devices were conducted during the investigation. There were two devices returned for investigation. Device 1- the device was returned with the handle in the open position and the basket formation in the closed position. The collet knob was tight and secure. The mlla (male luer lock adaptor) was lightly hand tightened. Two kinks were noted in the basket sheath (possible from how the devices were returned). The handle was disassembled and the basket formation was found to be missing. (Basket formation was not returned.) The coil assembly looks slightly discolored at the distal tip. The distal cannula and everything from that point was gone. Device 2- the device was returned with the unidex handle (udh) in the open position. The mlla (male luer lock adaptor) was loose. The collet knob was tight and secure. A functional test noted the udh handle did actuate the basket formation. The support sheath was bowed in appearance. A visual examination noted one of the basket wires had pulled out of the distal cannula. The wires had the appearance of being ¿hooked¿ and pulled on. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record observed one non-conformance, however it was not related to the event. Additionally, a review of complaint history found no other complaint's associated with the complaint device lot number. The instructions for use (IFU) states the proper warnings, precautions, and instructions for use. The IFU also states: "supplied sterile by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred." Based on the provided information a definitive root cause cannot be determined; however, the devices do appear to have met resistance beyond their intended design. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.